Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Complaint, ill-defined- "not feeling well".

Event description:
It was reported that the patient presented in clinic not feeling well. Upon review, the right ventricular lead exhibited non-capture and undersensing. On (B)(6) 2018, the patient presented for a lead extraction. Fluoroscopy was performed and noted right ventricular lead fracture. The lead was explanted and replaced. The patient was discharged.